Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve. The target lesion was the below knee. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The complaint device was delivered to the lesion. The device was inflated however the balloon ruptured. The device was removed in one piece from the patient. It is unknown how the procedure was completed but the procedure finished successfully. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required or if kinks were noted during or after use. The device did not break at any time during the procedure. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal: simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4). Not returned.

Event description:
It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve. The target lesion was the below knee. The patient's vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The complaint device was delivered to the lesion. The device was inflated however the balloon ruptured. The device was removed in one piece from the patient. It is unknown how the procedure was completed but the procedure finished successfully. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required or if kinks were noted during or after use. The device did not break at any time during the procedure. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported.